Event description:
Customer reportedly obtained a result of 5.8 inr on the coaguchek s system while a comparison lab returned as 2.9 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.